Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced data synchronization issue. The customer reported no adverse event. The event involved product(s) mmt-8201. The customer reported the log book data missing. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. Troubleshooting was performed. No harm requiring medical intervention was reported. No product return was required for mmt-8201.

Manufacturer narrative:
An attempt to reproduce the reported event was conducted using guardian app version 1.4.0 on the samsung s20 fe android 12 device with transmitter and confirmed that the issue is not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications (B)(4). After performing log analysis we didn't found any exceptions in the logs, most likely it was misunderstanding from customer side of the logbook behavior. Based on provided logs, the app handled timechange correctly, required entity was added to the database. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.